Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device failed self-test. It was determined no repairs or replacement can be performed as the device has reached it's end-of-life (eol) status. The fr3s are no longer manufactured due to shortages of fr3 components being end-of-life (eol). Please see the email uploaded in the attachments for confirmation from the product support engineer. The device is removed from service and is not expected to be returned. Based on the information available and the testing conducted, the cause of the reported problem was faulty device. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed the device is not repairable nor replaceable as the components and replacement devices are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.